Manufacturer narrative:
The reported event was addressed with phone support. Surgeon eventually scrubbed in, undocked and re-docked the camera arm to resolve the issue and completed the procedure. Technical support engineer (tse) confirmed with the robotics coordinator (roco) that the issue was related to operator error. The issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, user informed the technical support engineer (tse) that they accidentally bumped into the camera, which resulted in a recoverable fault. The user recovered from the fault but observed that the image was inverted. The user removed and re-installed the camera multiple times, but the error persisted. The user switched to another camera, but the issue remained. The surgeon undocked and re-docked the system, which resolved the issue. The tse reviewed the system error logs and confirmed the occurrence of error 23003 on the universal surgical manipulator (usm 3 axis 4. The tse informed the user that it could be due to the guided tool change and recommended that the user press the instrument clutch and re-install it next time if the issue recurred. The user continued and completed the procedure without further issues.